Event description:
Daughter alleges "mother required surgery for hole in heart made by heart wire" and pt died. Additional information received w/follow-up indicates v perforation requiring thoracotomy for suturing. Pt subsequently died.